Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection and vegetation on the leads. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead was surgically abandoned.

Manufacturer narrative:
This supplemental report is being filed for additional information to correct the b5: describe event or problem; d6b: explant date; and h2: follow-up type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection and vegetation on the leads. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead was surgically abandoned. Additional information indicated that the surgically abandoned right atrial (ra) lead was explanted. No additional adverse patient effects were reported.